Manufacturer narrative:
A response from the manufacturer is pending.

Event description:
After 17+ months of implantation, this ICD was explanted because, the device would not interrogate. In addition, there was no magnet response.